Event description:
It was reported to gore that the pt alleges to have experienced recurrence, dyspareunia, blood in urine, chronic pain, abscesses in abdomen, urinary and bowel problems, weight loss, depression/anxiety, erosion and infections after having been implanted with gore-tex soft tissue patch. It was also reported that the pt underwent additional procedures.

Manufacturer narrative:
Additional details regarding the pt's clinical course were ascertained from a review of medical records and are as follows: medical records report that on (B)(6) 2006: "the real problem with this procedure began early on when she had intercourse somewhere approximately 10-14 days after the procedure." The procedures mentioned include an abdominal hysterectomy and a sacral colpopexy with complete reconstruction of the pelvis. This required division of a vaginal fistula and only the grossly involved portion of the initial "gore-tex graft" was removed. A second "gore-tex graft" was placed in the same surgical field for reconstruction. The operative notes dated (B)(6) 2008 report that the pt has had a long history of abdominal sacrocolpopexy with adhesions. In addition, the notes indicated that after previous sacrocolpopexy that the pt "had intercourse far too soon," causing some disruption to the "graft."